Event description:
Additional information received reported the patient's pump was replaced due to refill problems. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information: the health care provider attempted to refill the pump (B)(6) and was expecting 19.1 ml and was unable to aspirate any drug. On (B)(6) 2012, erv 3-4ml and was able to aspirate that amount but was only able to fill partially 28ml out of 40ml. It was not clear what troubleshooting had been done. The hpc denied hyperbaric use and was unsure if any x-rays of the pump had been done. The patient was planning to see the implant physician (B)(6) and there was talk of replacing this pump also. It was reported that the patient was getting good efficacy despite the issue and no increased oral drug use. The pump delivered fentanyl.

Event description:
Additional information: it was reported on (B)(6) 2012, that the pharmacy felt that the concentration was so much that it could possibly be bogging down the pump. The pharmacy was concerned that the medication was coming out of solution. The concentration was going to be decreased, but the patient was going to be kept at the same daily dose. The pump would be checked at the next refill to see if the difficulty persisted. The patient was doing fine. There was a volume discrepancy at the next refill. The pump was later explanted. The outcome remains unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product type: programmer, patient product ID: 8711, lot# j11511r20, implanted: (B)(6) 2003. Product type: catheter. (B)(4).

Event description:
The healthcare provider was able to aspirate the contents of the pump and refill it to 24 ml, but not beyond. At that point it became difficult and it was not possible to input any more drug or aspirate. Further information is being requested at this time; a supplemental report will be submitted if additional information is received.